Event description:
It was reported that during a training/demo of the da vinci system, big switch cable inside the patient side cart (psc) was damaged, which caused system errors. There was no report of patient involvement.

Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted, if additional information is obtained. .